Event description:
The facility representative reported an infusion pump that turns itself on and off. Information was not provided regarding whether or not the problem occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that turns itself on and off was confirmed during product evaluation. This event was caused by a faulty front bezel. The front bezel was replaced.